Event description:
It was reported that the patients ipg was not functioning at full capacity and had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.